Event description:
It was reported via a social media post that a peritoneal dialysis (pd) patient did dialysis about a year ago and ended up with a tear/opening in their abdominal lining which caused fluid to fill up their heart and lung which caused a month or so stay in the hospital. Additional information could not be obtained due to no available contact information. A tear or opening in the abdominal lining known as a pleuroperitoneal leak can cause dialysate to leak from the abdominal cavity into the thorax resulting in fluid filling the heart and lungs. Pleuroperitoneal leak is uncommon but significant complication of pd and thought to be increased intra-abdominal pressure in the presence of an underlying congenital or acquired diaphragmatic defect. There is no allegation of a device malfunction or deficiency reported for this event. It is unconfirmed what device the patient was utilizing at the time of the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a tear or opening in the abdominal lining known as a pleuroperitoneal leak can cause dialysate to leak from the abdominal cavity into the thorax resulting in fluid filling the heart and lungs. Pleuroperitoneal leak is uncommon but significant complication of pd and thought to be increased intra-abdominal pressure in the presence of an underlying congenital or acquired diaphragmatic defect. There is no allegation of a device malfunction or deficiency reported for this event. It is unconfirmed what device the patient was utilizing at the time of the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported via a social media post that a peritoneal dialysis (pd) patient did dialysis about a year ago and ended up with a tear/opening in their abdominal lining which caused fluid to fill up their heart and lung which caused a month or so stay in the hospital. Additional information could not be obtained due to no available contact information. A tear or opening in the abdominal lining known as a pleuroperitoneal leak can cause dialysate to leak from the abdominal cavity into the thorax resulting in fluid filling the heart and lungs. Pleuroperitoneal leak is uncommon but significant complication of pd and thought to be increased intra-abdominal pressure in the presence of an underlying congenital or acquired diaphragmatic defect. There is no allegation of a device malfunction or deficiency reported for this event. It is unconfirmed what device the patient was utilizing at the time of the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.